Event description:
Pt uses "ultra comfort" generic insulin syringe. The insulin was pulled into the syringe ok. The insulin cannot be expelled from the syringe with ordinary effort. Hence, pt got no insulin in the skin, and subsequent blood glucose was > 400. This is a frequent occurrence by history. Today rptr has the syringe in hand and the insulin does not come out.